Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7079736.

Event description:
It was reported that the patient was not getting relief with device due to migration of the left lead shown from the leadsync. It was also stated that the patient complained of sharp and uncomfortable sensations during programming wherein it was suspected that the leads may have moved anterior or out of the epidural space. The physician confirmed there was lead migration through x-ray laboratory result. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were returned.